Event description:
It was reported that stent dislodgement requiring intervention occurred. The 90% stenosed, 16mm in length, 3.5mm vessel diameter target lesion was located in moderately twisting and severely calcified left anterior descending (lad) artery. A 16 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, during the procedure the stent was found to be dislodged and was removed using a catcher. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that this event did not occur. There was no issue with a promus premier stent.

Event description:
It was reported that stent dislodgement requiring intervention occurred. The 90% stenosed, 16mm in length, 3.5mm vessel diameter target lesion was located in moderately twisting and severely calcified left anterior descending (lad) artery. A 16 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, during the procedure the stent was found to be dislodged and was removed using a catcher. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.